Manufacturer narrative:
Other, other text: evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was missing on the bottom case and plunger assembly. The investigator also noted a crack on the top case by the tube orders. The pump was also missing the rubber feet. A review of the event history log showed evidence of the motor rate error. The product problem was caused by a combination of the motor assembly, worm gear, leads crew and clutch halves that were old, dirty, and worn out. The device was over 14 years old, and the aforementioned wear was expected. Wear and tear was identified as the root cause of the product problem. The investigator replaced the following components: motor assembly, worm gear, lead screw and clutch halves. Preventative maintenance was then performed, after which the pump passed all the functional tests.

Event description:
It was reported that the alarmed to indicate a motor error. There was no patient involvement.